Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. This is the first complaint reported to date for this lot number for this failure mode. The seeker catheter was returned for evaluation. The complaint investigation is confirmed for detachment, as the catheter was returned without approximately 4cm of the distal tip; however, based on the available information, the definitive root cause is unknown.

Event description:
It was reported that as the crossing support catheter was being withdrawn from the vessel, resistance was encountered and 10mm of the distal catheter tip detached. The proximal segment of the catheter was removed and attempts were made to retrieve the detached tip; however, they were unsuccessful and the detached tip remains in the patient. The patient is reported to be doing well.